Event description:
Subject: ongoing issues with abbott diabetic sensors I would like to bring to your attention a serious issue I've had with diabetic sensors made by abbott. For the past four years, I have been using the freestyle libre 2 sensor, which must be replaced every 12 days. Unfortunately, the readings have often been inaccurate. I contacted abbott many, many times, and while they did send replacements, they typically took over two weeks to arrive. During these years, I lost three toes on my right foot and one on my left foot, which I believe was in part due to the sensor's inaccurate readings. Another issue I encountered was that the sensor frequently fell off my left arm--sometimes during a shower, and most often while swimming. Later, my (B)(6) diabetic doctor switched me to the freestyle libre 3 sensor, which connects to my samsung mobile phone to be monitored by the (B)(6) system and to know on a daily basis of the level of my sugar. However, over the past three months of using the libre 3, the problems have only worsened. The sensor often gives false low blood sugar readings, causing it to buzz frequently. When I respond by drinking orange juice, my blood sugar spikes. But when I double-check using a finger-prick monitor, the readings are completely different, off by up to 100%. Additionally, the libre 3 sensor also falls off easily, especially after a shower or a few minutes of swimming. While I do request replacements from abbott, they still take weeks to arrive. The cost is also concerning--my share is $25.90, while my insurance pays about $250. When I receive the sensors through the (B)(6) pharmacy, they cost less, but it still results in a significant expense for our government. Despite the cost, the sensors are neither accurate nor reliable. I lost my toes because I could not properly monitor my blood sugar due to the inaccuracy of these sensors. In my honest opinion, these products are dangerous and should not be sold. I am deeply concerned that other people are being harmed or may suffer similar consequences. It would be advisable if someone from the FDA investigates this issue, and if other people are having the same problems as mine. Thank you. Reference report #: mw5171786.